Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient thinks his blood glucose monitor is not correctly calculating his active insulin which would lead to inaccurate bolus advice. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
Using a solution which mimics the native blood sample, the iu was able to generate a bg value which produced a bolus advice. The iu then performed a manual calculation of the bolus advice and verified the two bolus recommendations were identical. This verifies that the bolus calculator works as intended. Iu manually reviewed the meters memory and observed that the bg, carb and bolus result obtained by the iu during mimic testing were stored correctly. Iu accessed the bolus advice function from the main menu screen and observed that the meter is displaying the correct active insulin amount, no defects were observed.